Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in d1 and h3. The cause of the battery remaining low despite the aic being plugged in was due to the malfunction of the dc power supply.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
While a patient was on impella support there was a low battery alarm despite the device being plugged in. They attempted to plug into an alternate wall outlet with no resolution of the alarm. The decision was made to switch to an alternate automated impella controller."the controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient or support.